Event description:
The clips in the clip applier do not come all the way to the tip of the clip applier itself. Another clip applier was opened to complete procedure. Manufacturer response for endoscopic multiple clip applier, ligamax5 (per site reporter). Manufacturer provided rga# and product return packaging.